Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found that the helix mechanism was extended and dried blood was noted in the helix housing. Inspection of the lead body and electrode tip found no other anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A lead revision procedure was performed during which this rv lead was unable to be screwed back into the cardiac tissue. The physician believed the issue may have been due to tissue caught in the lead tip. The rv lead was explanted and replaced. No additional adverse patient effects were reported.